Manufacturer narrative:
This report is filed on april 11, 2018.

Event description:
It was reported that the patient's device was positioned incorrectly, resulting in the decision to explant. The receiver-stimulator was explanted (date not reported), the electrode array remains in-situ.